Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic procedure. The surgeon was not able to fire the device. There was no difficulty loading or unloading the stapler. To complete the procedure, a second handle was used. No patient injury or extension in surgical time. Patient status is alive, no injury.